Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a starclose se device with a 5f sheath after an angioplasty procedure. Reportedly, the starclose se sheath splitting did not feel normal, it is felt the bottom edge of the sheath frayed. The starclose se clip caught the sheath. Manual arterial compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported clip remaining at the distal end of the device and damaged sheath were confirmed. The returned device condition indicates a sheath split issue may have occurred. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported sheath splitting issue and damaged sheath was concluded to be related to a potential product quality issue. The subsequent treatment appears to be related to circumstances of the procedure. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.